Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found. Full lead returned. Visual inspection: it was noted that blood was observed in/on the helix/lobe mechanism. Evaluation summary (B) (4). Full lead reported. Visual inspection: it was noted that blood was observed in/on the helix/lobe mechanism.

Event description:
It was reported that during implant attempt, the helix would not deploy. It was further reported that there was an apparent lead fracture. Edited (B) (6) 2010, the device was not implanted. No patient complications have been reported as a result of this event.